Event description:
The reporter stated that the surgeon was inserting a collamer single piece lens model cc420bf and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another lens. No patient injury. The reporter stated that the lens was torn due to a loading error by the technician.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product shows a piece of a plate haptic is torn off into the optic and is missing on the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.